Manufacturer narrative:
Returned device was received in poor physical condition. The battery door was broken off and the battery was missing. The top case was chipped front corners. Evidence of reported problem in event log was found. During the evaluation of the device, there was a customer induced battery issue related with the phase b error. The force sensor bridge test error was unable to be replicated. The size and force calibrations were all within factory specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a force sensor error, a syringe size sensor issues, as well as battery door and top case damage. Finally, the pump motor drive phase b failure alarm went off. There was no reported adverse events.